Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set had flow issues. The following information was received by the initial reporter with the following verbatim it was reported by the customer that the jloop had fluid leaking at the cap. Unable to determine if problem is occurring due to the trifuse or jloop.

Manufacturer narrative:
The customer reported the set is not flushing, and returned a label, note, and two samples of material me2020, lot 25095417. Upon initial visual examination, the sets verified the complaint of occlusion, with signs of excess solvent at the luers. One sample was occluded at the female luer side, and the other set at the male luer side. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent application by the assembler. The plant addressed the failure under a quality notification which includes a study on the necessary resting time for the material, and also a quality alert shared january 27th, 2026 to reinforce the importance of correct solvent application.